Event description:
It was reported that the patients stimulation was no longer adequate and not targeting in the correct areas. It was also reported that the patient felt the ipg in the sciatic nerve which caused discomfort. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.